Event description:
The lead was capped.

Event description:
It was reported that the capture threshold had increased, capture thresholds were intermittent and sensing thresholds varied. Lead replacement will be scheduled as soon as the patient agrees to the procedure.

Manufacturer narrative:
Na